Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 211 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Removing the battery for 30 minutes did not resolve the issue. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had no down arrow button response due to corroded keypad traces. No black circle or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.